Manufacturer narrative:
Evaluation in progress.

Event description:
First case of the day, system set-up, filled and ready to treat with no errors. During procedure, error cw163 water temperature. Determined the water temperature gage was stuck. Reset the machine about 6 times before the system came back to life. No other issues. Case completed.

Manufacturer narrative:
Device was not evaluated. Issue was cleared over the phone and the case was finished with no further issues.